Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was fractured since device change out. To date, the lead remains in service. No adverse patient effects were reported. Additional information indicated that the field representative was not aware of the lead fracture up until the call was made. Also, possibly the fracture occurred shortly after change out. No programming changes were actually made as a result of the lead fracture, the current programming was replicated from the older pacemaker per the physician's order. Additional information obtained from the field indicated that fracture was confirmed through programmer testing. In addition, it was also noted that the lead exhibited noise. No further actions were taken.

Event description:
It was reported that this right ventricular (rv) lead was fractured since device change out. To date, the lead remains in service. No adverse patient effects were reported. Additional information indicated that the field representative was not aware of the lead fracture up until the call was made. Also, possibly the fracture occurred shortly after change out. No programming changes were actually made as a result of the lead fracture, the current programming was replicated from the older pacemaker per the physician's order. Additional information obtained from the field indicated that fracture was confirmed through programmer testing. In addition, it was also noted that the lead exhibited noise. No further actions were taken. Additional information was received this lead exhibited high out of range impedance measurements and intrinsic amplitude out of range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was fractured since device change out. To date, the lead remains in service. No adverse patient effects were reported.